Event description:
Esu (electrosurgical unit) was shipped back to MFR for warranty repair. Staff observed "tiny sound" when esu was used on coagulation and power >3ow. MFR returned machine "no problem found". Consulting clinical engineer was called in to check unit. Cce (consulting clinical engineer) reports that when system heats up, i.e. After about 10 minutes of intermittent use, the audio speaker on machine emits a static sound. Static sound is present event when speaker is turned down to low. Sound started with contact with top of case; sound is audible in coagulation and cut. Machine is being returned to MFR for follow-up inspection. Company is concerned about an unknown electrical electronic defect resulting in potential for serious pt or staff injury.